Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and fail due to no voltage in the transmitter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.